Event description:
It was reported the system responded with instrument error approx 3/4 into the procedure. The rep reported the blade tip is broken, but it occurred while packaging the device for return. The tip is missing and will not be returned.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.